Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient experienced a syncopal episode. The syncopal event resulted in the patient falling and reopening the device pocket. The patient presented to the ER and the pocket was sutured closed. It was then noted that the patient presented to the hospital with a pocket infection. The entire system was explanted. The device was connected to a new atrial lead and used as an external pacemaker while the patient recovered from the infection.